Event description:
It was reported during a surgical procedure to explant the pt's thoracic lead (reference MFR report#: 1627487-2013-08231 and 1627487-2013-01160), the physician pulled the cervical lead which resulted in the lead migrating. Postoperatively, the pt experienced ineffective stimulation with the cervical lead. Follow-up information indicated, the sjm representative met with the pt and effective stimulation coverage was obtained.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.